Manufacturer narrative:
The pump passed functional testing. No led anomaly was noted.

Event description:
The customer reported via phone stated that he did want a replacement transmitter due to many disconnect, were lost sensors alarm on the insulin pump. Customer's blood glucose was unknown mg/dl. Th customer stated that his doctor stated that there is a possible performance issue related to the transmitter. The customer was advised that we would replaced the product and agreed to return for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.